Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that his insulin pump alarms and deliver the insulin, but it is not delivering the correct amount of insulin. Customer stated that he took a manual injection to bring the blood glucose down. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.